Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 245 mg/dl. The customer¿s blood glucose level at the time of incident was 600 mg/dl and the current blood glucose level is 389 mg/dl. The customer experienced symptoms such as nausea, vomiting, abdominal pain and difficulty breathing. The customer was treated with insulin pens. The customer alleging possible pump under delivery. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.